Event description:
It was reported that the lead failed to sense due to the patient's physiology. The lead was electrically abandoned via programming the pacing mode to vvi. No patient complications have been reported as a result of this event. It was later reported there was noise on the atrial lead. It was further reported that the lead five years after implant had an insulation breech. The lead was repaired at that time. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead failed to sense due to the patient's physiology. The lead was electrically abandoned via programming the pacing mode to vvi. No patient complications have been reported as a result of this event. It was later reported there was noise on the atrial lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead failed to sense due to the patient's physiology. The lead was electrically abandoned via programming the pacing mode to vvi. No patient complications have been reported as a result of this event.